Manufacturer narrative:
The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer re-uses cartridges to load onto the pump and tandem technical support reminded the customer this was off label. Customer¿s blood glucose was 98 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.